Event description:
It was reported that the blanket leaked water during use with a patient. No adverse consequences or clinically significant delays in treatment were reported.

Manufacturer narrative:
Updated to include manufacture date and investigation details. Device not returned.

Event description:
It was reported that the blanket leaked water during use with a patient. No adverse consequences or clinically significant delays in treatment were reported.